Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room with heart rate of 45 beats per minute. The pulse generator exhibited backup vvi mode with no pacing output. A device download was not performed, due to elective replacement indicator. No additional information was available at this time.

Event description:
New information states the pulse generator was explanted.